Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusions occurred. Customer experienced elevated and low blood glucose levels. Customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, customer continued to use the pump for insulin therapy.